Event description:
Customer reported the clear plastic part of the y-body on the extension set broke and leaked. Stated it was a new IV and the extension set had been in use only a few hours. No pt harm reported. Although requested, no additional info provided.

Manufacturer narrative:
(B)(4). No product returned, the set was discarded by the facility. A lot history record review could not be performed because the lot number was not identified.